Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. PMA supplement p010030/(B)(4) was submitted to FDA on (B)(6) 2015 and was considered approvable but on hold by FDA on (B)(6) 2015. No adverse event resulted from the defective monitor.

Event description:
Review of service data detected a reportable problem. During servicing, review of the downloaded data files from monitor sn (B)(4) revealed a pulse test failure.

Event description:
Review of service data detected a reportable problem during servicing, review of the downloaded data files from monitor sn (B)(4) revealed a pulse test failure.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. A root cause investigation is currently underway. A supplemental report will br sent upon completion of evaluation. No adverse event resulted from the test failure.